Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon was using an er320 clip applier and reported that the clips were scissoring. Another er320 was opened and used to complete the case with no adverse outcome. There was no consequence to the pt.